Event description:
It was reported that intra-op, the product had to be removed because the inserter broke. The product came in contact with the patient. No patient complications were reported due to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): device returned, product analysis results awaited. No conclusion can be drawn until results from the analysis are available.